Event description:
It was reported to tyco healthcare/kendall that a customer has a problem with the yankauer suction instrument. The customer reports "the tip pf the yankuar broke off in the patient. All pieces were not found".

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.